Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error test due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no failed battery test and bad battery alarms noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced failed battery test, motor position encoder error and motor error alarm. Customer's blood glucose value was unknown. The customer stated that his pump stopped working and alarmed motor error. The customer stated pump was not exposed to high magnetic field. The customer stated that he changed his set and new battery and received bad battery twice. The insulin pump will be returned for analysis.